Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue as the error did not reappear, and the caller successfully started their sensor session.